Event description:
The customer reported being in the emergency room twice with high blood glucose over 500mg/dl, and she was treated with 3 liters of saline and two manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and low battery alarms. Performed the high pressure test and passed. A follow up was made and the customer was doing well. Advised the caller to talk her doctor about the possibility of changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Bolus wizard functions properly and in accordance to the user guide.